Manufacturer narrative:
No product is being returned for evaluation.

Event description:
A valley lab split pad was placed on the thigh of the operative side of the patient. After the case, when pad was removed there was 1" round burn on the thigh. It was mentioned that the patient may have been moved into the beach chair position after the pad was placed on the thigh.